Manufacturer narrative:
The root cause for the reported issue of serious injury - infusion switching to kvo rate ¿ picu clinician report was not determined. The reported issue that there was serious injury - infusion switching to kvo rate ¿ picu clinician report could not be confirmed. No further investigation of this event is possible at this time and patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were using the pediatric profile in the alaris pump on a patient. The clinician programmed the pump using guardrails drug library. However, when the infusion completed (finished infusing the programmed volume and alerting the clinician to change the bag, etc.), the rate of the infusion would change to pediatric kvo rate, which is 2 ml/hr. The event occurred with norepinephrine (80mcg/min) and epinephrine (15-20mcg/min) infusions on a hemodynamically unstable patient (admitted to the hospital due to amlodipine overdose) with infusion rate greater than 30ml/hr. It was further mentioned that this past spring, the clinicians were involved in the decision to decrease the hospital¿s kvo from ¿nicu 20ml/hr¿ and ¿picu 10ml/hr¿ to the new kvo of 2ml/hr for both profiles. The decision was approved in april by pharmacy and therapeutics committee, and the new kvo rates have been live since the june 1, 2021 update. The kvo rate change was included in nursing communication for the june update as well. Since the device software does not have the option of turning off kvo for the large volume pump profiles, the clinicians have to use a kvo of 0.1-20ml/hr. The issue comes up less with higher kvo rates, which was the logic for the higher rates originally. There was patient involvement. The patient had a minor hypotension episode with mean arterial pressures between 55 to 58 (the goal was to maintain above 60). Close monitoring and restoration of correct infusion rates were permed and the patient recovered from the event.